Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving five products. This report is being submitted as part of a system level review. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department physician is in the process of reviewing patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. Related mdrs: 2937457-2014-01116, 8030665-2014-00494, 1713747-2014-00297, 3005162618-2014-00008 and 1225714-2014-04871.

Event description:
During review of medical records, it was discovered the patient was found unresponsive during treatment. Ems reported patient was in the middle of being dialyzed and was eating at approximately 1300 hours became unresponsive. CPR was initiated at the dialysis center. CPR continued with ems, pulse present, rhythm pulseless electrical activity initially, then bradycardia. The dictating physician noted it is uncertain whether she aspirated and caused the stuff in the lungs or whether she had emesis, and then aspirated that way. It was probably a good 15 minutes before the paramedics arrived. In the meantime, she was hypotensive with a blood pressure of 60 and hypoxemic and acidotic. No clinic logs or treatment sheets were available for review in the medical records.